Manufacturer narrative:
The screw has been locked to the plate as intended, but it was turned further and therefore the torx was rounded out. Because of the deformations, no functional inspection could be performed. All dimensional inspection values are inside the specification. Based on the available information, the root cause for the investigated failure mode of no locking possible can be attributed to a user related issue of using high axial forces. No indications were found for any systematic, design, material or manufacturing related issue.

Event description:
During variax fibula surgery, the locking screw could not be locked. The surgeon tried to insert it at different angles, but the situation did not change. Finally, he extracted the screw and used other new same size screw. The new screw locked without any problem.

Event description:
During variax fibula surgery, the locking screw could not be locked. The surgeon tried to insert it at different angles, but the situation did not change. Finally, he extracted the screw and used other new same size screw. The new screw locked without any problem.

Manufacturer narrative:
Investigation in progress but not yet complete.